Event description:
A surgeon reported noting a foreign substance on an intraocular lens (iol) after insertion. The iol was removed and replaced during the same procedure. The incision was enlarged. An unapproved handpiece/viscoelastic combination was used. In a f/u, the surgeon also reported that intraocular pressure was elevated and the pt was treated with medication. The surgeon reported that the device did not contribute/cause the rise in pressure, rather it was the pt's underlying glaucoma as the causal factor. The surgeon reported that the pt was satisfied with her vision.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The lens was returned cut into two pieces and had a cracked area near the edge. No scratch was observed. A clear particulate was also observed on the cracked portion. The reporter indicated use of an unapproved handpiece and viscoelastic. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. No further info is expected.